Event description:
A customer reported a complaint of imprecise sequential readings on their xceed blood glucose meter. The customer obtained readings of 336, 106 and 56mg/dl within a ten minute timeframe. The readings were plotted against the average on a parkes error grid and fell in the 'b' and 'c' zones. The 'c' zone result shows the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's meter and test strips have been requested for investigation. A follow up report will be submitted if the products are returned.